Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have no physical damage on cables or wires. There was no problem detected. Instrument passed electrical continuity test in both grips. The instrument was fully functional. No product issue was found. The complaint regarding defective cable was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.